Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The product conformed to all requirements. (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The complaint statement indicated the milling bit was stuck in the milling guide and remains stuck. During evaluation, the milling bit was removed with little effort. After removing the bit from the guide, it was noted that due to an unknown cause, the part exhibited numerous deep marks and scratches on the shaft and the 4mm collar. Approximately 12.5mm from the 4mm diameter collar, the part has a heavy worn and damaged surface, which contains unknown contamination. The lot initially conformed to specifications and was inspected/conformed to the synthes incoming final inspection sheet. After gently tapping the milling bit, the engineer was able to remove the bit from the guide. There is a ring of wear on the coated portion of the milling bit where material was pushed outward causing the slightly larger measured diameter of 2.50 - measured with caliper. It is possible that tissue caught inside the guide caused the shaft to spin slightly off-axis causing this material deformation to occur. A 2.50 diameter pin barely passed through the guide where the bit was stuck.

Event description:
During a c6-c7 cervical disc replacement surgery on (B)(6) 2013, the milling bit inserted through a milling guide became stuck. The surgeon used another milling guide and milling bit to complete the procedure. The surgery was prolonged approximately 3 minutes and no adverse effect was noted to the patient. It was reported the milling bit remains stuck in the milling guide. This is 2 of 2 reports for the same event.